Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with a 275cc mentor smooth round spectrum (left) and a 325cc mentor smooth round spectrum (right) experienced postoperative left-sided deflation and right-sided anisomastia. Initially, the patient suspected that the right-sided device was also deflated due to a change in size. However, her surgeon only confirmed left-sided deflation during a consultation on (B)(6) 2020. The patient indicated that the cause of the left-sided deflation may have been a mammogram performed in (B)(6) 2019, but this was considered unlikely by her physician. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2020. This report is for the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).